Event description:
The rv lead (linox sd 65/18) was removed due to dislodgement after valve surgery. Physician had a difficult time during the implant case and after 2 hours of trying to reposition the lead, he made the decision to remove this lead and the rest of the system. Lumax 340 dr-t, MDR 1028232-2009-00380. Linox sd 65/18. MDR 1028232-2009-00379.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.